Event description:
It was reported that the lead integrity alert was triggered due to oversensing and high impedance on the right ventricular lead. A portion of the lead was extracted. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.